Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose was 98 mg/dl. Reportedly, the customer applied more force to the button to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.